Event description:
During implantation of the intraocular lens with the unfolder system, the physician observed a deformed tip on the cartridges that he believes may have been associated with torn posterior capsules in two pts. Lot numbers of devices involved in these incidents are unk.